Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed with no issues noted. Temperature confirmation testing found that the device was within specifications. The device passed electrical testing and was able to power up with no issues. A volumetric accuracy test was performed and the device failed. The door piston was inspected and it was determined there was an insufficient amount of copper mesh. The cause of the reported issue was determined to be the insufficient copper mesh. The door piston was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.